Manufacturer narrative:
Cmr surgical limited is submitting this report to comply with FDA regulation 803. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injury.

Event description:
The reporter alleged that during at the end of a right pyeloplasty procedure on (B)(6) 2026, there was an high-priority alarm. It was confirm that there was no impact on the patient, this occured during surgery tear down. The procedure had been completed. No further information has been received at the time of this report. Cmr surgical ltd does not consider this report and content to be an admission that its product is defective or that it has caused a death or serious injuries.